Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve (serial (B)(6)) was chosen for implant using a flexnav delivery system (lot 10311626) during a transcatheter aortic valve implantation. The native aortic annulus perimeter was 84.7mm, area was 546.7mm^2, and diameter was 26.4 mm. All three native leaflets were heavily calcified. There was a small nodule of calcium extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 2.5mm. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. The delivery system was advanced over the guidewire and across the annulus. There were no issues with advancing the delivery system. The first deployment of the valve had a good depth, and the valve was deployed slowly and steadily to 80%. However, the valve did not appear to open appropriately, and a moderate perivalvular leak (pvl) was noted. The valve was fully recaptured and brought back into the aorta. The annulus was crossed again, slightly deeper than the first attempt. The wire was adjusted and deployment was slow. The valve still looked very constrained as it did on the first attempt. The decision was made to remove the system. Another bav was performed with a 25mm balloon. The valve and delivery system were both replaced with a new 29mm navitor vision valve (serial (B)(6)) and flexnav delivery system (lot 10311626). The valve was deployed as expected and was successfully implanted after one partial recapture. The final implant depth of the valve at the non-coronary cusp was 4.68mm. When attempting to remove the system, the delivery system was unable to be removed off the wire. The system was removed from the patient, and then the wire was removed from the delivery system by removing the wire from the nose cone end. When attempting to readvance the wire on the back table, the wire was not able to pass in the lumen past the retainer tab area of the delivery system. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2024, the patient developed a first degree atrioventricular (av) heart block. On (B)(6) 2024, the patient received a permanent dual chamber pacemaker implant. The patient status was reported as stable.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve (serial (B)(6)) was chosen for implant using a flexnav delivery system (lot 10311626) during a transcatheter aortic valve implantation. The native aortic annulus perimeter was 84.7mm, area was 546.7mm^2, and diameter was 26.4 mm. All three native leaflets were heavily calcified. There was a small nodule of calcium extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 2.5mm. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. The delivery system was advanced over the guidewire and across the annulus. There were no issues with advancing the delivery system. The first deployment of the valve had a good depth, and the valve was deployed slowly and steadily to 80%. However, the valve did not appear to open appropriately, and a moderate perivalvular leak (pvl) was noted. The valve was fully recaptured and brought back into the aorta. The annulus was crossed again, slightly deeper than the first attempt. The wire was adjusted and deployment was slow. The valve still looked very constrained as it did on the first attempt. The decision was made to remove the system. Another bav was performed with a 25mm balloon. The valve and delivery system were both replaced with a new 29mm navitor vision valve (serial (B)(6)) and flexnav delivery system (lot 10311626). The valve was deployed as expected and was successfully implanted after one partial recapture. The final implant depth of the valve at the non-coronary cusp was 4.68mm. When attempting to remove the system, the delivery system was unable to be removed off the wire. The system was removed from the patient, and then the wire was removed from the delivery system by removing the wire from the nose cone end. When attempting to readvance the wire on the back table, the wire was not able to pass in the lumen past the retainer tab area of the delivery system. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2024, the patient developed a first degree atrioventricular (av) heart block. On (B)(6) 2024, the patient received a permanent dual chamber pacemaker implant. The patient status was reported as stable.